Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was found down at home, non-responsive. The family stated that the pt was disconnected from battery power. The family reconnected power and the pt was taken to the emergency room (ER). The pt was pronounced expired upon arrival to the emergency room.